Event description:
New information indicated that the lead continued to exhibit noise. The lead was capped and replaced on (B)(6) 2015.

Event description:
It was reported that the ventricular lead exhibited noise via a remote merlin.net transmission. No patient symptoms were reported.